Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Reportedly, the supplies were changed to address the event. Blood glucose was over 600 mg/dl which was addressed with a bolus.